Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported ae05 clips were jamming, clip not advancing, during laparoscopy cholecystectomy procedures. There was no patient injury and the doctor resolved the problem by taking ae05 out of the patient and replacing the unit with new ae05. The jamming had occurred with at least three units.